Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The low reservoir alarms functioned properly. The insulin pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads and minor scratches on the display window.

Event description:
No blood glucose levels reported. The customer reported a motor error from the insulin pump during bolus. Troubleshooting was done. The customer reported going through a scanner at the airport but was unsure if that had any effect on the insulin pump. The customer reported that they were unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).